Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) were returned for evaluation on (B)(6) 2016. An initial device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 around 7:00-8:00pm while wearing the device. It was reported that the patient was in the hospital with his doctors at the time. The doctors attempted CPR but the patient was unable to be revived. A review of download data revealed that the patient was treated three times on (B)(6) 2016 between 5:40:32 and 5:41:17pm. The rhythm at the time of the treatments was vf. The post-shock rhythm of the first two treatments remained vf. The post-shock rhythm of the third treatment is unknown as the electrode belt was disconnected following the treatment delivery. The patient subsequently passed away.